Manufacturer narrative:
Film evaluation summary: the cause of the reported anchor fracturing within the applier could not be determined from the pre-implant films provided. Images during and post-implant were not available for review. Pre-implant films noted that the proximal neck was straight but extensively calcified. The cause of the guide loosing wall apposition during the second stage of anchor deployment, which may have led to the anchor fracture, could not be determined. Patient anatomy (calcified neck) may have also contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the operator did not continue to put the required forward pressure against the wall while deploying the endoanchor; and, as a result, wall apposition was lost.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was used in a patient for the endovascular treatment of an abdominal aortic aneurysm. The endoanchors were being implanted into another manufacturer's stent graft to ensure adequate fixation in the proximal aortic neck. There was some mild calcification and minimum proximal aortic neck angulation. It was reported that the operator released tension and lost guider wall apposition during the second stage of deployment of an endoanchor and the endoanchor became fractured within the applier. The other piece of the fractured endoanchor had penetrated the stent graft wall and was secure. The first applier became unusable and a second applier was opened. On starting the second applier, all lights and motor appeared functional and correct. However, when the second applier was placed into the anchor cartridge to retrieve the first anchor, nothing happened. Upon inspection, the "d" turnstile within the applier was not rotating at all in either direction. It was noted that the motor was running. The first applier was then inspected and forceps were used to remove the remaining part of the fractured anchor. The procedure completed successfully using the first applier. Eight endoanchors were implanted and the event resolved. Per the physician, the cause of the endoanchor fracture in the first applier was due to lost guider wall apposition at the second stage of deployment. No additional clinical sequelae were reported and the patient is fine.